Event description:
Patient reported via sus voluntary event report left side capsular contracture, baker grade unknown and "rupture". Patient also reported "I have suffered numerous unexplained medical illnesses over the past 15 years; hair loss - alopecia, seizures, high blood pressure, severe weight loss, and now weight again, anemia, joint pain and swelling, extreme fatigue, and brain fog" - all not related to the device. The device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5156160. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and "rupture" of saline implant.